Event description:
The surgeon has reported to the distributer (B)(4) that the outer part of mantis screws were broken while using the persuader. To proceed with the surgery they were replaced with new ones.

Manufacturer narrative:
Method: visual inspection, mfg record review, complaint history analysis and risk assessment. Results: visual inspection: the tab on one side of the screw-head of the returned mantis cannulated polyaxial screw was confirmed to be broken. Mfg record review: no discrepancies noted and all material and hardness certificates were in order. Complaint history analysis: 16 previous records relating to tulip screw-head tab-breakage during surgery. The investigations into past complaints concluded that the tab breakage was the result of cantilever forces being applied to the mantis reduction blades by the surgeon while using the mantis persuader. Risk assesment: all the fragments from the broken tab were safely removed from the pt and the surgery was successfully completed. Conclusion: the screws that were associated with past complaints were metallurgically analysed and no material as in this case, the tab breakage is deemed to be the result of high stresses applied to the screw or bad tool positioning or a combination of both. Tab-breakage can occur if cantilever forces are applied to the screw assembly with the mantis persuader.